Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's outlet side panel was replaced to address the issue. Additional findings not related to the malfunction/issue dust contamination was found during the internal checking, so the inline proximal filer was replaced. Further evaluation of the device found contamination in the blower assembly, flow sensor, and muffler assembly. The blower assembly, muffler assembly, and flow sensor were replaced on the device. The following parts were proactively replaced on the device: air inlet foam filter and particle filter. After replacing all of the parts on the device, a final and run-in tests were performed, along with the battery and valve checks. The device was found to be operational, and it was cleaned.